Event description:
(B)(4). I was fine after my son was born in after my daughter was born I decided that I wanted to get sterilized permanently, I take the shirt because it was advertised as surgery free and my gynecologist said that there was no side effects. Ever since getting it I have had pains in my sides but, a couple of months after getting the implant, I started having heavy periods. I started getting really sick having blood pressure problems heart palpitations and dizziness and severe fatigue and loss of libido. I was false positive for lyme disease and was treated for lyme disease in (B)(6) 2015. After a whole year of being on antibiotics I felt better. About two months later the same symptoms that I've had since 2011 had continued again. I t's hard to stay awake all day I have to take naps at least once a day for the past 5 years. The symptoms that I have had since 2011 have been getting worse with time. I feel so I'll some days that I can't even cook dinner for my family.this was covered by my insurance and encouraged by my gynecologist as an alternative to a more invasive procedure. I was so excited to have this procedure done that I was shopping the same day, had I known the adverse side effects I would never have gotten this procedure done!